Event description:
It was reported that during unpackaging, the 2.25 x 8 mm xience nano stent system (part sequence 1) was removed from the dispenser hoop and the shaft was noted to be kinked. The stent system was not used and a second 2.25 x 8 mm xience nano stent system (part sequence 2) was then prepared for use. Pre-dilatation was performed in the heavily calcified and tortuous distal right coronary artery (rca). The xience nano stent system was advanced into the patient's anatomy with resistance; however, it was able to advance to the target lesion. The physician then felt that the vessel required additional expansion and the xience nano (part sequence 2) was removed from the patient's anatomy without resistance. Additional pre-dilatation was performed and an attempt was made to re-insert the xience nano (part sequence 2); however, it was noted that the stent had dislodged. Fluoroscopy was performed, but the stent could not be visualized. A 2.25 x 12 mm xience nano stent system was then advanced to the target site and the stent was deployed. It was thought that the 2.25 x 12 mm xience nano had embedded the dislodged xience nano (part sequence 2) against the vessel wall; however, this could not be confirmed. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.